Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The data log was not received for investigation. The reported event of inaccurate blood glucose values cannot be confirmed. However, the receiver ((B)(4) that was used with the complaint device was returned for evaluation on 05/20/2016. The investigation is not yet complete. A follow-up will be submitted upon completion.